Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a051102 patient problem code: f26.

Event description:
It was reported: customer received kit with defective issue; no pt harm. 07-feb-2023 called customer to follow up on reported issue. Spoke to customer and he advised that he feels the issue is with the molding as he does not feel the piece that goes from the drainage line is fitting properly into the bottle. Customer has noticed air bubbles in the tubing and bottle. Customer says that this is air leakage, he is able to get fluid to drain but does not feel that the system is working as it should because of the air bubbles. 13-feb-2023 called customer to follow up on reported issue. He confirmed the issue is the molding/flashing. Customer advised there is excess of molding/flashing on the access tip. Customer also mentioned that they are having issues where the drainage line is kinked from when the bottles arrive. Customer will be sending in kits that were affected, some have the access tip cut off from the tubing so just the tubing part where the access tip will be sent. Customer states that he has a total of 11 kits/samples to return.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, the bottle appears to be bloody liquid and bubbles in the top of the bottle. Based on the provided picture, no kinks can be observed in the drainage line. The access tip is not included in the picture; therefore, the reported failure mode of kinked component and flash access tip cannot be confirmed. A review of the internal manufacturing device records and raw material history files for the lot 0001456546 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we identified that, manpower and method are considered contributor factors for the non-conformance and machine is considered the main root cause, since it was concluded that wear on the blocks and cavities of the mold could provoke the flash defect. A corrective action project was opened to further investigate and address this issue. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text : see manufacture narration.

Event description:
It was reported: customer received kit with defective issue; no pt harm. (B)(6) 2023 called customer to follow up on reported issue. Spoke to customer and he advised that he feels the issue is with the molding as he does not feel the piece that goes from the drainage line is fitting properly into the bottle. Customer has noticed air bubbles in the tubing and bottle. Customer says that this is air leakage, he is able to get fluid to drain but does not feel that the system is working as it should because of the air bubbles. (B)(6) 2023 called customer to follow up on reported issue. He confirmed the issue is the molding/flashing. Customer advised there is excess of molding/flashing on the access tip. Customer also mentioned that they are having issues where the drainage line is kinked from when the bottles arrive. Customer will be sending in kits that were affected, some have the access tip cut off from the tubing so just the tubing part where the access tip will be sent. Customer states that he has a total of 11 kits/samples to return.